Event description:
As previously reported in manufacturer report #3004209178-2011-04524-1, the patient complained of the implant not being comfortable. The patient underwent a revision to reposition the neurostimulator, and seemed to be doing well. Additional information received reported the date of the revision was unknown. The patient visited her physician for a follow up appointment on (B)(6) 2011 and was doing well. The incision was healing well, and the patient was trying anti inflammatory medications for discomfort. The patient had rescheduled and missed several appointments, including an appointment scheduled for (B)(6) 2011. The patient has not been seen by her physician since the follow up appointment on (B)(6) 2011.

Manufacturer narrative:
(B)(4).